Event description:
It was reported that patient enrolled in a clinical study underwent a total bi-lateral hip arthroplasty on (B)(6) 2005. Subsequently, the patient underwent a revision on (B)(6) 2013 on the right hip due to pain, limited function, migration of the cup and heterotopic ossification. On (B)(6) 2013 patient was revised on the left hip due to aseptic loosening of the acetabular component.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 5 states, ¿periarticular calcification or ossification, with or without impediment of joint mobility.¿ number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2014-00523, 00527 and 08106).

Event description:
It was reported that patient enrolled in a clinical study underwent a total bi-lateral hip arthroplasty on (B)(6) 2005. Subsequently, the patient underwent a revision on (B)(6) 2013 on the right hip due to pain, limited function, migration of the cup and heterotopic ossification. On (B)(6) 2013 patient was revised on the left hip due to aseptic loosening of the acetabular component. Additional information received on product identification.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: product identification/expiry date; manufacture date. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2014-00523 & 00527).